Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 60 mg/dl and 109 mg/dl. The user alleged the insulin pump was over delivering insulin. Customer was treated with food. Customer was using auto mode. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.